Event description:
It was reported that high impedance was observed to be over 10,000 ohms during a diagnostics test on (B)(6) 2012. The patient's device was subsequently disabled on this day. X-rays of the patient's vns system were taken, and images of the x-rays were provided to the manufacturer. Review of the x-rays showed no gross discontinuities or sharp angles. A portion of the lead was behind the generator, due to the view of the x-rays, so the continuity in that portion of the lead cannot be confirmed. It was noted that the lead pin did not appear to be fully inserted, so this is the most likely cause for the high impedance at this point. No patient manipulation or trauma is suspected to have contributed to the high impedance. The last known good diagnostics were not provided by the physician's office. Although surgery is likely, it has not occurred to date.

Event description:
The implant card from the patient's prophylactic generator replacement surgery on (B)(6) 2011, indicates that the lead impedance was okay following surgery.

Event description:
Product analysis on the explanted generator was completed on (B)(4) 2012. The results of the product analysis are reported in manufacturer report number 1644487-2012-01292. Product analysis verified that an end of service warning message appeared in the product analysis lab and found to be associated with the output being disabled by the pulse generator. Once the output was re-enabled, results of electrical test results demonstrated that the pulse generator was operating within specification. Diagnostic testing indicated ifi=no. Both model 304 and 302 bench leads were inserted completely past the negative connector block and were secured with the returned setscrew in the product analysis lab. The bench leads disconnected from the generator with no difficulties. As such, the root cause of the high impedance is unknown with the information provided, as systems diagnostic tests after the reinsertion of the connector pin during surgery still resulted in high lead impedance. After generator replacement, diagnostic tests resulted in okay results.

Event description:
The patient had generator replacement surgery on (B)(6) 2012. Prior to surgery, the surgeon and company field clinical engineer reviewed the patient's x-ray films and also confirmed that a possible incomplete pin insertion was the cause of the high impedance. High lead impedance was confirmed through pre-operative diagnostics. In addition, the battery indicator was set. During surgery, the connector pin was inspected, cleaned and reinserted, but system diagnostics were performed several times with a result of high impedance and eos=yes. Therefore, the generator was replaced, and diagnostics resulted in okay results. The surgeon requested for intra-operative programming. The generator was received by the manufacturer on (B)(6) 2012. The return product form indicated the reason for replacement as generator end of service.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device.x-rays reviewed by manufacturer, the lead pin is not fully inserted past the connector block of the generator.device failure is suspected, but did not cause or contribute to a death or serious injury.